Manufacturer narrative:
The subject telescope was returned to the olympus repair center. The repair inspection confirmed the reported ¿lens is broke¿. The inspection found a chipped lens in the optical system and the meniscus lens is loose. Also, the rigid outer tube shaft is bent with minor dent. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed via repair request that the ¿lens is broke¿ with the customer oes elite high-definition autoclavable telescope. The customer reported issue was found at reprocessing. No death, injury or harm was reported.

Manufacturer narrative:
This report is being supplemented to provide results of the investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. There was no indication that the event was caused by a misuse or that the event was related to design of the device. Repair history was reviewed and no issues were found related to the reported event. Although a definitive root cause of the defects could not be identified, it was determined that the chipped objective lens was likely caused by excessive force during use by the customer. If additional information becomes available at a later date, this report will be supplemented. Olympus will continue to monitor the field performance of this device.